Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device is being filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an aorta stent interventional procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the aorta stent interventional procedure was completed. Reportedly, at time of closure, a suture break occurred with the sutures of the second device pre-placed. Wire access remained and a third device was deployed; however, at the time to remove the device, it became stuck surgery was performed to remove the device. It was noticed the device was broken but still held together by the actuator wire. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information will be provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.